Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined however, the probable root cause for the issue reported by the customer could be due to inappropriate technique used resulting in catheter movement. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2025-00143. Event reported form a post-market clinical program: a facility reported a computed tomography (CT) scan revealed a round isodense mass in the pineal region, suggestive of a pineal tumor with significant hydrocephalus. Therefore, on (B)(6) 2021, emergency placement of an external ventricular drain (evd) and intracranial pressure (icp) monitoring were performed under general anesthesia. The patient presented with persistent headache for one week, and on (B)(6) 2021, a hakim valve (ID 823832) and a bactiseal catheter kit (ID 823072) were implanted. On (B)(6) 2021, ventriculoperitoneal (vp) shunt repositioning surgery was conducted due to suboptimal catheter positioning. The patient's condition stabilized postoperatively, and discharge was completed on (B)(6) 2021.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g2. Additional information received: the physician has changed the correlation decision of this event from ¿relevant¿ to ¿irrelevant¿ (not related to the hakim valve - ID 823832).